Manufacturer narrative:
Event summary: the patient data files showed at least eleven applications were performed with catheter 2af284/43069 without any issue on the date of the event. Upon visual inspection of sheath, 4fc12/ 21204, results showed the device was intact with no apparent issues. Deflection worked as per specification. Air aspiration was produced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking. It was suspected that the valve disk was torn. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.